Event description:
A medwatch report was received through the medwatch program via a user facility nurse who reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. The report indicated an unk intervention was required. Contact info was not provided; therefore, no add'l info could be obtained.

Manufacturer narrative:
The product was not returned for analysis. Unable to perform a batch records review because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. A root cause could not be determined due to not enough info was provided to properly complete an investigation. Add'l info was not requested due to contact info was not provided by the reporter. (B)(4).